Manufacturer narrative:
(B)(4). Pt suffered a fall in (B)(6) 2014, which is thought to have caused the reported event. Compliance to post-operative care instructions could not be determined. Revision surgery occurred on (B)(6) 2014. The l5-s1 spinal segment had not yet fused, so allograft was implanted around the anterior implant to promote bony fusion. The anterior construct was deemed stable and sufficient by the revision surgeon despite the screw fracture and was left in situ. No lot number was provided, so a manufacturing record review could not be completed. The pt is reportedly doing well post-revision surgery and is healing properly. Review of pertinent labeling notes: "potential risk identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."

Event description:
An l5-s1 alif procedure was performed on (B)(6) 2013, during which an inter-fixated peek interbody was implanted. Only two of the four available screws were implanted, lateral to midline. Unilateral pedicle screws were added posteriorly for additional fixation. The pt fell in (B)(6) 2014 and felt a pop. Follow-up radiographs indicated that one of the screws in the anterior construct had fractured. A revision surgery was performed on (B)(6) 2014, during which the surgeon performed a 2-level tlif at l3-l5, removed the posterior instrumentation and placed bilateral pedicle screws from l3-s1. The anterior construct was left in-situ. There was no pt injury.